Event description:
It was reported that the swg broke in various points causing folding, during insertion. The event occurred in the uti department to a male patient. Vascular surgery was needed to remove the swg. Another attempt at the procedure was made, but it is unknown if it was successful. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).